Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 300 mg/dl with polydipsia and polyuria associated with an alleged power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, the patient stated that the pump had a black screen and shut off overnight 2 months ago. This only happened one time. The patient noticed the issue in the morning when she tried to give herself a bolus. She replaced the lithium battery with a new one and the pump and display screen did power back and come back on. The patient checked the alarm history and no alarms were shown prior to the intermittent power issue. There were no issues with the battery life and no other power issues occurred since then. This complaint is being reported because the patient experienced hyperglycemia associated with a pump malfunction.